Manufacturer narrative:
The subject device was returned to olympus. Upon inspection and testing of the returned device, the front panel switch was not working due to a faulty printed circuit board. In addition, there was dust inside the unit and heavy seepage marks on the printed circuit board. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus representative reported that the front panel on the evis exera iii video system center was not working. The issue occurred during preparation for use, and the upper gastrointestinal series (ugi) endoscope procedure was completed using a similar device, and without delay. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, "phenomenon (1): the front panel led does not fire properly" and "phenomenon (2): the front panel switch does not work" are judged to have occurred due to a failure of cp board. Olympus will continue to monitor field performance for this device.